Event description:
Caller reported her sister passed away while using the medtronic insulin pump. She was found on (B)(6) 2020; caller was unsure of cause of death. Caller notified medtronic about the death and was informed there is a recall of the device due to over-infusion.